Event description:
The patient programmer displayed the stuck button error code and would not work. The off button had not worked from the beginning. The implantable neurostimulator was off and the patient was in a lot of pain. The patient didn't want to turn the device on with the recharger because the stimulation setting were at too high for the patient to tolerate. A new programmer was arranged to be delivered to the patient. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
For stuck button.